Event description:
On 26jan2024, a patient (pt) called to report dryness and irritation while wearing the acuvue® vita® brand contact lenses (cl). The pt reported redness after the suspect lenses were removed and developed ¿pink eye¿ in oct2023 which worsened between thanksgiving and new years. The pt reports when the lenses are inserted the eyes would hurt, get itchy and dry. The pt was given 2 rounds of antibiotics after visiting the doctor. The pt reported the treating doctor thought it might have been a ¿reaction to the contacts.¿ the pt has not changed solution brands (solution brand not provided) and always makes sure the case is clean. The pt reported this is the first time wearing the acuvue® vita® brand cl. The pt tried to wear lenses again yesterday but after a couple of hours of wear the pt experienced pain and tearing. The pt removed the suspect lenses and wore glasses. The pt has not informed the prescribing eye care provider (ecp) of this issue. The pt reports use of a medication for ¿regular allergies¿ and has an adhesive allergy. On 29jan2024, a call was placed to the pt¿s family medicine clinic. A representative advised the pt was seen on 30dec2023 and diagnosed with bacterial conjunctivitis right eye (od). The pt was prescribed polymyxin every 3 hours, not to exceed 6 doses. The pt didn¿t return for a follow-up visit. On 30jan2024, the pt reported a visit to a walk-in clinic on 22dec2023 and was prescribed moxifloxacin both eyes (ou) three times a day (tid) for 7 days. The pt reported the visit notes revealed red, itching, burning and gritty eyes. There was no diagnosis noted, but the pt was told it was ¿conjunctivitis.¿ the pt reports being ¿very sick¿ around this time and went to the doctor ¿a lot¿ and was given multiple antibiotics for ¿other things.¿ the pt is currently wearing eyeglasses and reports the ¿eye still hurts.¿ on 05jan2024, the pt provided an email with a screen shot of a ¿past visit¿, no visit date was noted. The pt complained of sinus congestion, productive cough, wheezing, bilateral red, itching, burning, and gritty eyes. The exam revealed ou discharge and conjunctiva reddened bilaterally. The pt was prescribed moxifloxacin (vigamox) 0.5% ophthalmic solution, one drop ou tid for 2 days. Diagnosis: ou conjunctivitis, unspecified. On 06feb2024, a call was placed to the walk-in clinic where additional medical information was requested. A representative advised the pt was seen on 22dec2023 and diagnosed with ou conjunctivitis. The pt was prescribed moxifloxacin ou tid. The pt was also prescribed other antibiotics for sinusitis. No other visits are related to the pt¿s eyes. On 29jan2024, the diagnosis of od bacterial conjunctivitis was determined to be a serious adverse event. The date pf event will be reported as oct2023 as the exact date the pt¿s symptoms began is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b014mk4 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
Suspect product discarded.